Manufacturer narrative:
Initial and final MDR 1893088 - MDR 8021545-2024-01351 - device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set tap not sticking event on (B)(6) 2024. It came off from skin after he went to shower. Non-serialized product being replaced. No further information available.